Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: tag just said broken. Cleaned and ran test infusion with no issues. Patient status unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. During investigation a mock infusion was attempted but could not be completed due to the device alarming out upon infusion start. Log files displayed instances of sticky pin failures. The device was opened to inspect for internal damage. The fva pins were visibly dirty and a significant amount of gunk had built up on the outlet pin. The pins were cleaned with alcohol before the assembly was installed back into the device. A crack was found on the retaining plate near the lever arm boot.